Manufacturer narrative:
Evaluation summary: the condition of the stop key on the pump head module keypad is not functioning as intended was confirmed. The reported condition was due to a cut flex keypad circuit trace. Upon the completion of baxter's investigation of this report, the device will be routed to our service department where appropriate servicing will be completed prior to the device being returned to the customer. There is an ongoing CAPA investigation, mdq-CAPA-(B) (4) associated with this report. (B) (4)

Event description:
On december 11, 2009, the facility's biomedical engineer reported to baxter global technical services that on an unknown date one colleague cx volumetric infusion pump single channel in which the open button is inoperable. The reported condition occurred during biomed service. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. During device evaluation on december 21, 2009, the stop key on the pump head module keypad was found to be not functioning as intended. This device utilizes user interface module master software (B) (4) categorized as remediated.